Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine system upgrade procedure, the physician noted that there were two tight bends in the right ventricular (rv) lead near the header, and the lead was twisted over itself with two crossings in the atrium. Additionally, it was noted that the helix was not fully extended. The physician disconnected the lead and attempted to straighten the bends, however, it was found that with one of the loops, the lead had adhered to itself. Testing of the helix indicated that it would no longer extend. After locating what appeared to be acceptable parameters upon repositioning, the physician tested the high voltage coil, which exhibited high impedances. The physician then attempted to remove the lead, but was unable to, and decided to cap and replace the lead. It was suspected that the patient had twiddled the lead, resulting in the bends in the lead and a possible fracture, and it was noted that the patient had previously complained about the implant location being painful and uncomfortable. No further patient complications have been reported as a result of this event.